Event description:
It was reported that during a coronary intervention in a saphenous vein graft, the balloon of the 2.0x12mm mini trek rx failed to deflate. Attempts were made to deflate and inflate the balloon with an indeflator, but the balloon still failed to deflate. The indeflator was exchanged for a syringe, but the balloon failed to deflate, so the device was pulled, inflated, without issue out of the anatomy. The physician felt that since the balloon was so small, there was little chance of patient injury. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The deflation difficulty could not be replicated/confirmed during return testing. The definitive cause of the reported deflation difficulty could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency.